Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump displayed more insulin was in the cartridge after the load step than was actually in the filled cartridge. The patient filled the cartridge with 100 units insulin; however the pump detected there were 200 units present. There were no issues with priming the pump and no warning messages given. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history of the reported failure date was overwritten in the black box data. A large prime volume was noted on (B)(6) 2012. During testing, rewind, load cartridge, and prime steps were performed successfully. A cartridge with 100 units was correctly loaded into the pump and the correct amount of insulin was displayed on the screen. A 10 unit bolus was performed and the correct insulin reading was displayed on the pump. Unrelated to the complaint, the up, down, and contrast buttons were intermittently unresponsive; the ok button responded appropriately. The keypad was removed and evidence of contamination was found under all key contacts.